Event description:
It was reported that the subject device had air leakage. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6 and h11. The device was returned to olympus for inspection. The reported failure mode was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor quality image and component failure of the charged couple unit. Based on the results of the investigation, the cause of the reported malfunction could not be determined and the cause of the malfunction poor quality image was traced to be component failure of the charged couple unit. Olympus will continue to monitor field performance for this device.